Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptoms of dizziness and lightheadedness. There was a concern that there may not be enough pacing occurring in the patient right ventricule (rv). The ipg remains in use. No further patient complications have been reported as a result of this event.